Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported false alerts occur. Customer's blood glucose level was 60 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on/ quick bolus button issue was verified, but the alarms issues could not be verified.